Event description:
It was reported that the customer received power source alerts after plugging the pump into a wall outlet. Customer¿s blood glucose value was 126 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.